Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a low leak - co2 rebreathing risk reference failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's technical support engineer advised the customer to perform the performance verification testing and address any issues, suspected flow issue. The technical support engineer provided the cost and part number for a flow sensor assembly.